Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results, update the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for broken probe. The device was found with the probe broken off and missing. The device also failed the probe check. The teflon pad was also peeled away, exposing metal under the pad.

Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the complaint cannot be confirmed. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during the colpotomy part of a tlh procedure, the probe broke off into the patient and was retrieved using laparoscopic graspers. A probe damage error message also appeared. The procedure was completed using another thunderbeat device. There was no reported patient injury. It was reported that the device had been inspected prior to use with no anomalies found.